Manufacturer narrative:
A patient unable to set implanted system to MRI mode due to high impedances was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein it was visualized the leads migrated. As a result, the leads were explanted and replaced, addressing the issue.

Event description:
Related manufacturer reference numbers: 3006705815-2021-06252, 3006705815-2021-06253. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Later diagnostics discovered high impedances in both of patient's leads. In turn, surgical intervention may be pending to explant the entire system.